Event description:
The hcp reported a patient underwent pump replacement, after an implant duration of 76 months, due to the pump underinfusing. A study was performed and the rotor did not move. The drugs used in the pump are baclofen 889 mcg/ml, dilaudid 0.825 mg/ml, clonidine 58.1 mcg/ml and ropivicaine 5.085 mg/ml. The patient was exhibiting a return of symptoms. No alarm was sounding. After pump replacement the patient is recovering well.

Manufacturer narrative:
.